Event description:
It was reported one month after implant that the patient's right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.